Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Light usage residues were observed within the sample. A small split was observed between the 43cm and 44cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the red-luered lumen to be patent to infusion and aspiration with no observed leaks. The white lumen was found patent; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially in the vicinity of the split during manual manipulation. Microscopic inspection split revealed sharply defined irregular fracture edges. The split exhibited a branched shape. Catheter surface abrasion was observed in the vicinity of the split. The surface abrasion, sharply defined edges and highly irregular split edges were typical of damage initiated by contact with a traumatic instrument. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
On (B)(6) 2017 - additional information reported by facility: no securacath was used on the patient. The nurse reported the line had been in place for about a week with no issues, but then noticed the leak when she went to administer the chemo.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas2386 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC was inserted (B)(6) 2016 in the left basilic vein (inserted 44 cm and 2.5 cm on skin). It was reported that on (B)(6) 2016 the PICC was leaking fluid out of insertion site. The line was pulled back and a hole was allegedly found in the line at around 43.5 cm. This hole was inside the patient. No patient injury reported.